Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, lot/serial #: (B)(6). H3: the rear cab panel was returned to the manufacture for analysis. Visual inspection showed all the connections had normal wear and the assembly pass continuity testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the cable was returned to the manufacturer for analysis. Analysis found that confirmed reported issue. Installed cable on to imaging system test system. Imaging system was stuck in stand alone mode. Imaging system did not fully boot up. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #: 559 rev. D: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced umbilical cable and rear cab breakout. Performed system checkout and returned to service. System is functioning properly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Product ID: bi71000424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the system would not expose in 2d or 3d. Cc attempted using both the handswitch and footswitch with no effect. Cc reported thex-ray activation light did not turn on. Site attempted two reboots with no effect. Issue happened the day before and was resolved by reseating the doorswitch. It occurred intra operatively and no reported impact to the patient. Troubleshooting was performed that cc confirmed the dongle is in correctly and the key on the ias (imaging acquisition system) is in the correct horizontal position. Ts informed cc that they will not be able to expose unless the x-ray activation light is green. Action/resolution: account team to provide an update on the outcome of this procedure. Account team to upload system logs. Account team to provide patient demographics and surgical information.